Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer reported that the alert had not reoccurred after charging the pump with a different wall adapter. In addition, the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose level was 131 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.